Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code 10037. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found no physical damage to the pump. The reported event was found in device event log. Functional testing included use testing. Upon powering up the pump displayed error code 10037. It was observed that the pump's motor was out specification when performing a current test on the motor. Based on the evidence, the compliant was confirmed. The root cause could not be identified.